Event description:
Customer reported patient left from or to be transported to a different hospital. During transport nurse discovered 4 mg/250 ml was hanging but infusion was programmed for 16 mg/250 ml. The patient became hypotensive. Patient's blood pressure (bp) at time of departure was 70/50. Information regarding medical intervention during or after transport to second hospital is unknown. Reporter can not indicate if low bp was related to the epinephrine underinfusion or due to the patient's critical condition. Facility has 2 standard concentrations in data set for epinephrine: 4/mg/250 ml and 16 mg/250 ml. It was unknown at the time of the event if the user selected a wrong standard concentration in the alaris pump module resulting in underinfusion of epinephrine. Reporter does not have any information on other intended programming or what additional drugs were infusing. Data set and pc unit event log were sent from the hospital to the manufacturer.

Manufacturer narrative:
Patient information requested and all available information is included. This report was filed by the manufacturer. Pc unit event log was reviewed. The customer's suspicion of user selecting wrong standard concentration for epinephrine was confirmed. Drug ID 86 (epinephrine 16 mg/250 ml) was selected using guardrails in 2009 at 2:45:00 pm and was the last drug used on device until the system was powered off at 4:17:37 pm. The root cause of this failure was identified as a user programming issue. Review of the device history record did not reveal any quality notifications related to this device.